Event description:
Reportedly, on (B)(6) 2020, the patient underwent the left and the right renal arteries embolization procedure, and an additional aortic device (unknown) was implanted to treat a type ii endoleak.

Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. (B)(4). According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. Please note that the date of event will be used as (B)(6) 2017- the date of the aneurysm enlargement.

Event description:
On (B)(6) 2016, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. The patient tolerated the procedure. The pre-treatment computed tomography angiography (cta) determined that the maximum diameter of the aortic aneurysm/lesion was 77.5mm. From (B)(6) 2016 to (B)(6) 2019 the follow up scans determined that the maximum diameter of the aortic aneurysm/lesion increased in size from 78mm to 93.4mm. Reportedly, on (B)(6) 2019, the patient underwent the left and the right renal arteries embolization procedure, and an additional aortic device (unknown) was implanted to treat a type ii endoleak. Reportedly, the type ii endoleak caused the aneurysm enlargement. The patient tolerated the procedure. No further adverse events have been reported.